Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for an overprime leak out of patient line. From the event description, it states that the patient reported to having two bags on the heater pan. This in turn would cause an overprime and a leak out of the patient line. The report was confirmed as use error and the assignable cause was determined as well. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding having a little bit of fluid coming out of the patient line and wanted to make sure it was still ok to use the set up. The technical service representative (tsr) explained that the home patient (hp) line primes with gravity and this situation would definitely occur if two bags were on the heater plate. The tsr assured the hp that it was ok to connect even though a little fluid came out of the patient line. There was no patient injury or medical intervention reported.